Event description:
(B)(4). Coil is placed in fallopian tubes incorrectly. It has caused all symptoms listed below: lower back pain stabbing pain on left side anemia anxiety mood swings depression fatigue weight gain skin rashes teeth and gum problems joint pain chronic inflammation hormonal imbalance muscle weakness memory loss chest pain bloating hair loss chronic pelvic pain heavy menstrual cycles with clotting kidney pain on left side